Manufacturer narrative:
(B)(4). The service engineer (se) replaced the graphical user interface (gui) printed circuit board (pcb) purchased by the customer and uploaded the software. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Covidien reference (B)(4). The service engineer (se) uploaded the software to a graphical user interface (gui) printed circuit board (pcb) that was replaced by the customer. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred.